Manufacturer narrative:
Continued h6 (health effect impact code): f2203 imaging required. Continued e.1. Zip code: (B)(6). Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade IV and seroma- late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma- late.

Event description:
Healthcare professional reported right side capsular contracture grade IV, seroma, cyst(not device related), folding of implant, and calcification. Device has been explanted.